Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged of high blood pressure and stops breathing. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged high blood pressure and stops breathing 66 times in an hour. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and airpath. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device was evaluated. There was no mention of visual findings to the internal part of the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but evidence of water ingress found in the blower box, suggesting the use of non-distilled water in humidifier.